Event description:
It was reported that during the implant of this right ventricular (rv) lead, low r wave measurements were observed. The lead was repositioned which produced good r wave measurements. Then impedance measurements increased to 1200 ohms, the patient's blood pressure dropped, and the patient was unresponsive. An open-heart procedure was required for a pericardiocentesis to remove fluid around the patient's heart due to their right ventricle being perforated. Additional attempts were made to reposition the lead; however, they could not obtain good lead measurements, and it was felt there was tissue on the lead tip. The lead was therefore removed and replaced. The patient was brought to the intensive care unit (ICU) and was noted to be improving. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted a cut in the insulation at 24 centimeters (cm) from the terminal pin due to removal of the suture sleeve. No anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being sent to provide product investigation results.